Event description:
It was reported that the patient has been having "heart failure episodes" and feels "lethargic" and "unresponsive". A md had informed the patient their heart rate was going down to 40 bpm. The patient's son feels there was a device malfunction or m.d. Error in programming. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.